Event description:
During an angiographic cath procedure, the (B)(6) pigtail catheter, with straightener attached to the distal tip, was introduced over a guidewire. Physician reported that the (B)(6) met immediate resistance once introduced through the introducer sheath valve. As the physician withdrew the (B)(6) from the sheath, physician reported that the pigtail straightener tip was no longer attached. The physician performed fluoroscopy scans to locate the straightener, but could not find any evidence of the straightener in the patient's body and therefore could not determine exactly when or where the straightener detached. It was reported by the account that the patient has not experienced any adverse events post-procedure.

Manufacturer narrative:
Following the procedure, the (B)(6) pigtail catheter involved in this event was discarded by the account. Therefore, the device was not returned to manufacturer for evaluation and further investigation. Based on additional information obtained from the account, manufacturer's investigation concludes that this event was the result of user error. The IFU for the (B)(6) pigtail catheter specifically states to remove the tip straightener during the first step of the deployment procedure. The user failed to follow these instructions, which directly caused this event.